Event description:
Caller alleged discrepant inratio results. Results as follows: patient self tester tested this morning and received 5.0 inr and thought it was high, so he retested a few minutes later using a new finger and received 1.4 inr. Customer went to church, came back and retested about 3 hours later and received 4.3 inr. Customer called alere home monitoring, retested with a new finger and received 4.3 inr minutes later. Patient is a nurse and describes good technique.

Manufacturer narrative:
Customer indicated a 3 hour time lapse between 1.4 inr results and the 4.3 result. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. Inratio precision data provided by end-user lot: date: (B)(6) 2012, ist inr: 5.0, 2nd inr: 1.4, 3rd inr: 4.3, 4th inr: 4.3, mean: 3.75, sd: 1.60, %cv: 42.69. Since %cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. In-house therapeutic donor testing has been performed on reported lot #271133 on (B)(6) 2012. Results as follows: donor: 215, inratio: 2.4, 2.6, 2.5, reference: 2.33, bias threshold: 1.33-3.33, %cv: 4.00; donor: 205, inratio: 2.4, 2.5, 2.7. Reference: 2.95, bias threshold: 1.95 - 3.95, %cv: 2.89. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned, so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. As of 07/19/2012, (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), no further action is required. Corrective action is not required at this time.